Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings and was unaware of the changes in glucose levels. As a result, the customer experienced loss of consciousness. A caregiver then called an ambulance and upon arrival, the paramedics obtained a glucose reading of 32 mg/dl on a healthcare professional (hcp) meter while sensor gives "scan again in 10 minutes" error message. The paramedics administered glucose intravenously for treatment of hypoglycemia diagnosis and it was reported that the customer eventually regained consciousness. The customer was brought in a hospital where an hcp provided glucose orally for further treatment. Few hours later, a high glucose reading of 300 mg/dl was obtained on a laboratory result and the sensor persistently shows "scan again in 10 minutes" error message. The hcp removed the sensor and the customer stayed in the hospital overnight for further observation; no further treatment was provided to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.